Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. Insulin pump passed displacement test, prime/compromised force sensor system test and excessive no delivery test. No excessive no delivery alarm. Device received with minor scratched display window. Device received cracked case at display window corner. Device received with cracked battery tube threads. Device received with cracked reservoir tube lip. Device received with broken belt clip slot

Event description:
Customer's wife reported that the insulin pump alarmed a no delivery alarm and the customer was unable to clear it. Customer changed out the battery and the insulin pump still alarmed the alarm and was still unable to clear it. Customer's blood glucose was 154 mg/dl. Keypad was unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.